Event description:
Umbilical cord clamp being found slipped off/ not maintaining clamp. This is resulting in bleeding from umbilical cords. Three events reported thus far. Manufacturer response for steri-kit identification/umbilical clamp, (brand not provided) (per site reporter): birthplace manager notified rep. First response was that staff not securing properly. However, after talking with another facility and their similar issues, our manager has determined that it is not that staff were not securing properly, but a true issue.